Event description:
The monitor allegedly reset before the pt went into cardiac arrest. Per the customer, no alarms sounded, therefore affecting the clinician's response. Pt was resuscitated and recovered.